Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the physician attempted to remove the guidewire but was unsuccessful. The lead was not implanted and replaced. The patient experienced no adverse consequences.